Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Although the operative report for the revision was not received, preoperative notes indicate that the pt had elevated metal ion levels and fluid collection. Pathology report confirmed the revision and diagnosed chronic inflammation and fibrosis.